Event description:
Additional information received from the customer reported the device was reprocessed according to the instruction for use (IFU).

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. See b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the biopsy channel could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the channel could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus the evis exera iii duodenovideoscope experienced scope communication error b30. There was no harm or user injury reported due to the event. The subject device was returned to olympus for evaluation. Upon inspection and testing of the device, foreign material was observed in the instrument channel. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
During inspection and testing of the device, the reported issue (error b30) was confirmed. In addition to foreign material in the instrument channel, service found there was a pinhole in the switch button #1, the control unit was warm due to shortcut of the switch button cable, the outside shield unit was dirty due to water leakage, the plug unit was discolored due to water leakage, the cable unit was discolored due to water leakage, the insulation resistance value at the distal end was out of specification due to damaged bending section cover, there was play in the up/down/right/left angulation knob due to wear of the angulation wire, the tightness of the braid was uneven due to deterioration of braid of the bending tube, the coating on the connecting tube was peeled off, the adhesive round the objective lens was discolored, the light guide lens was discolored, there was metal particle around the l-arm, and the grip was scratched. The micro connector unit and the circuit board unit in the scope connector were discolored due to water leakage. The scope connector cover and the scope connector case were corroded due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.